Event description:
It was reported to boston scientific corporation in 2008 that a securi-t replacement gastrostomy tube device was used for a percutaneous endoscopic gastrostomy (peg) placement procedure performed in 2008. According to the complainant, during preparation, the obturator penetrated the internal bolster. The procedure was completed with a second securi-t replacement gastrostomy tube device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The device has been received. A device evaluation is not available; therefore, the cause of the reported malfunction is undetermined.